Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, asthma (new or worsening), dizziness, headache, nausea, vomiting and inflammatory response. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, asthma (new or worsening), dizziness, headache, nausea, vomiting and inflammatory response. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Missing modem side door panel. Dust-like contamination and hairs/fibers at the air output port. White, brown and black dust-like contamination, inconsistent with degraded sound abatement foam, and hairs/fibers at the air inlet of the blower box. Unknown residue on the underside of the top enclosure, the back side of the display panel and on the inside of the back panel and bottom enclosure. Dust-like contamination on top of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box and on the blower motor seal, consistent with ER 2243857 v01. The bottom of the blower motor and in the inside of it had potential mineral deposit spots, indicating potential water ingress. Black (inconsistent with degraded sound abatement foam), and white dust-like contamination and hairs/fibers on the bottom the blower box. Potential mineral deposit stains in the blower box, indicating potential water ingress. Pil used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil was not able to confirm the complaint or address the symptoms specified. Pil observed 1 main issue: potential water ingress in the blower and blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation/ breakdown was not observed in this device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. In box d: device serviced by 3rdp, device avail. For eval, date returned was updated. In box h: device eval. By mfg, evaluation method code, evaluation result code, component code and conclusion code has been updated.